Event description:
It was reported that the customer had high blood glucose levels of 368 mg/dl. The customer reported a button error alarm from the insulin pump. The customer also reported regularly running on high blood glucose levels in the range of 500 mg/dl to 700 mg/dl but did not elaborate. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health provider's instruction. No additional information was provided.

Manufacturer narrative:
Insulin pump had intermittent button response due to moisture damage on keypad traces. No button error alarm noted. Insulin pump passed displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Insulin pump received with minor scratched display window, cracked display window, cracked display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.